Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis, and the reported problem was not confirmed. The generator was tested using system, the unit energized, cauterized and recognized instruments no issues were found that would be related to the reported event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure that the bipolar energy instrument could not be recognized by the generator. The customer restarted the generator, replaced the bipolar cable, and replaced the bipolar instrument. The customer tried using both bipolar ports, but the problem persisted. The technical support engineer (tse) advised to power cycle the system, replace the bipolar cable again, and utilize a force triad if necessary. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: vio dv was not able to be used, therefore, vio3 was used, and the procedure was completed. The probable root cause of the reported complaint cannot be determined based on the information provided and failure analysis results. No product issue was identified.